Manufacturer narrative:
Evaluation has been performed.

Event description:
It was reported that the blade broke at the mount during a total knee procedure. It was further reported that the doctor retrieved particles from the patient. An x-ray was performed to verify there were no particles left in the patient. A surgical delay of approximately 5 minutes was reported. The procedure was completed successfully and there was no report of adverse consequences as a result of this event.

Event description:
It was reported that the blade broke at the mount during a total knee procedure. It was further reported that the doctor retrieved particles from the patient. An x-ray was performed to verify there were no particles left in the patient. A surgical delay of approximately 5 minutes was reported. The procedure was completed successfully and there was no report of adverse consequences as a result of this event.

Manufacturer narrative:
An investigation of the incident shall be performed in an attempt to identify the cause of the event. Device requested but not yet returned.